Event description:
It was reported that the pump displayed ¿connect cgm or enter bg ¿ dosing stopped¿ several hours after a dexcom g7 sensor and infusion set change, while cgm data remained visible on the user¿s phone; on review of the pump¿s dexcom menu, the pump showed ¿pairing with sensor,¿ and a pairing code mismatch was identified between the pump and the active g7 sensor. Symptoms included interruption of automated insulin dosing due to loss of cgm integration. Outcomes included restoration plan via re-pairing and no alerts or alarms beyond the dosing stoppage message, with no injury or medical intervention reported. Investigation included guided troubleshooting, verification of the pump¿s dexcom configuration, and confirmation of the correct sensor pairing code. Investigation of this case revealed a configuration mismatch where the pump retained an outdated sensor pairing code, leading to loss of cgm data on the pump and suspension of dosing. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to incorrect or outdated cgm pairing information.